Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was over 400 mg/dl at the time of incident. Customer stated that the infusion set was leaking at the site. The customer experienced symptoms such as nausea and heart racing. Customer was using insulin pump system within 48 hours of reported event. Customer stated that the auto mode feature of insulin pump was active. Customer was treated with insulin pen. Customer did not alleging insulin pump was under delivering. Customer decline for further troubleshooting. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.